Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Returned sample was evaluated: the lens had a crack starting from one side of the haptic. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly and no irregularity was found on the nozzle of the injector. (B)(4).

Event description:
Reportedly, as the surgeon was loading a ks-1 aq2017v intraocular lens diopter +19.5 into the patient's eye, the surgeon noticed an "abnormal longitudinal line at the optical part." The lens was implanted and the surgeon then confirmed a crack on the lens. This occurred on (B)(6) 2018. The lens was removed and replaced intraoperatively.